Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks post implant of the right ventricular (rv) lead, the patient presented to hospital with shortness of breath. Echocardiogram was performed and showed that the rv lead had perforated the rv wall, resulting in pericardial effusion. The rv lead was explanted and replaced with a epicardial pacing lead. No further patient complications have been reported as a result of this event.